Event description:
It was reported by the patient that he was experiencing some pain and swelling in his left face that was making it difficult to eat and chew. The patient indicated that he wished to have his device explanted. The patient was then scheduled for a consult with a surgeon to have the device removed. Follow up with a nurse at the patient's treating neurologist's office revealed that the patient has been in pain for a while and that the device has been off for about a year. She indicated that she has not seen the patient since his consult with the surgeon, but she has spoken with him and he seems happy to have the device taken out. She indicated that they are unsure is this is just the patient, or if the device may have been implanted incorrectly, but she indicated that the patient does seem to be in legitimate discomfort. She was not able to provide any additional information. The patient had previously reported issues with pain, pain with stimulation, and voice alterations, starting following a lead replacement in (B)(6) 2011, however at the time these were thought to be mild and no interventions were taken. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012, indicating that the explanted products were discarded. It was also confirmed that the generator and most of the lead were removed during the surgery. The electrodes however remained on the nerve.

Event description:
Additional information was received on (B)(4) 2012, indicating that the patient had a vns removal surgery (B)(6) days prior on (B)(6) 2012. It is unclear at this time if only the generator was removed or if the lead was removed also. Attempts for product return and additional information are underway.